Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available, a supplemental record will be filed. Center hole is cracked, pn 1064177.

Event description:
The dealer claims the wheel is cracked in 2 places right around the hub.